Manufacturer narrative:
H6; code 100: dry fired. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Staples in nose; yes (1 formed). Functional tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple in the nose and with another staple fired over top of the formed staple. No functional testing could be performed due to a broken nose weld, which was due to being dry fired and then refired, causing the subsequent breakage of the cartridge nose weld. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the fifth staple was delivered. There was no pt consequence.